Event description:
It was reported the patient was taken to operating room for explant of total hip. Head was extracted along with mdm insert. Trunnion was removed next followed by insert and cup. Antibiotic spacer was then prepared and implanted and was closed in routine fashion.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # nls-421600p, lot # 31714201, description: lrg tap pri mod nck 16deg 42mm. Cat # 626-00-46f, lot # 37701301, description: modular dual mobility insert. Cat # 502-03-60f, lot # mkpehe, description: primary titanium hemi cluster hole cup 60mm. Cat # 6570-0-128, lot # 38851901, description: delta v-40 ceramic head 28/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.